Manufacturer narrative:
(B)(4). Date sent: 10/23/2020. Investigation summary a photo image along with one ecr60b reload was returned for evaluation. Upon visual inspection of the photo, the following was observed: the photo shows a blue reload from top view with pan totally detached and some double drivers out position. The analysis results for the reload showed that one ecr60b reload was returned unfired with 11 double drivers and 2 single drivers missing, making the reload non-functional. In addition the reload pan was noted to be partially dislodged from left proximal side. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached on what may have caused the reload pan to dislodge. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch #t5e634. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Additional information: a photo was received for review. The photo review is in progress and has not yet been completed. Once review has been completed, this additional information will be submitted in a supplemental medwatch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an endoscopic lobectomy, when opened the packaging, the pan was separated. The device was not used on the patient, and the surgeon changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.